Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17519. It was reported that the patient presented in clinic with shortness of breath. It was noted that the right ventricular lead was not capturing. There was intermittent capture noted at maximum output. During the procedure it was noted that the right atrial and right ventricular leads both leads were tightly coiled around each other so much so that there was noticeable insulation damage on the right ventricular lead. The leads were explanted and replaced. The patient was stable.